Event description:
The device was used during a gastroplasty procedure. Reportedly, the staples were loose and there was an incomplete staple line. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.